Event description:
The customer reported that the 9900 system circuit breaker tripped and would not turn on. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The circuit breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.